Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an ipg replacement procedure, and an additional lead was implanted. The patient was doing well postoperatively. The explanted ipg was not released by the medical facility and will not be returned.